Manufacturer narrative:
Pentax medical emea performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 15-oct-2025. The same phenomenon occurred with three processors, and all procedures were stopped before completion. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. Related MDR numbers: 9610877-2025-00200_epk-i8020c_f0158z0062_the screen turns red during bleeding. 9610877-2025-00201_epk-i8020c_e0158z0139_the screen turns red during bleeding. 9610877-2025-00202_epk-i8020c_e0158z0055_the screen turns red during bleeding.

Event description:
On 14-sep-2025, pentax medical became aware of an event involving a pentax medical video processor model epk-i8020c, serial number f0158z0062 in spain within the emea region. Through a good faith effort (gfe) conducted on 15-oct-2025, it was confirmed that the inspection related to this event had not been completed at the time of the initial report. When used for bleeding cases, the endoscopic image displayed by the processor appeared strongly reddish. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI) d9: is this device available for evaluation? H4: device manufacture date h11: evaluation summary. Evaluation summary the reported event was that the image appeared excessively red. Based on the investigation, a potential root cause of this failure was that the eb19-j10u was used in a case involving bleeding, and blood covering the objective lens resulted in a red image. A definitive root cause of the reported issue could not be identified. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the processor was manufactured under normal conditions on 04-jun-2025, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and the actual date shipped were confirmed on 07-jun-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.